Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported, the threads on the two locking guides, reference (B)(4) , are in poor condition. This issue causes incorrect screw alignment because the system is uniaxial and alters the direction of the locking screw. As a result, when attempting to insert a 4.0x36mm locking screw, reference (B)(4) , the force and the change in the alignment of the locking guide caused the screw head to break off, leaving it inside the patient. A surgical delay of 15-20 minutes was reported.

Manufacturer narrative:
Correction - please refer to d9 - the product was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported, the threads on the two locking guides, reference 702707, are in poor condition. This issue causes incorrect screw alignment because the system is uniaxial and alters the direction of the locking screw. As a result, when attempting to insert a 4.0x36mm locking screw, reference 371536, the force and the change in the alignment of the locking guide caused the screw head to break off, leaving it inside the patient. A surgical delay of 15-20 minutes was reported.